Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The mitraclip delivery system referenced is filed under a separate medwatch report.

Event description:
This is filed for difficulty removing the mitraclip devices. It was reported that this was a mitraclip procedure to treat grade 4 mixed mitral regurgitation (mr). The clip delivery system (cds) was advanced into the patient anatomy and positioned at the mitral valve. The clip was opened to 120 degrees and an attempt was made to grasp the leaflet; however, the clip was noted to open to 180 degrees. The leaflet was grasped and the clip was closed to 60 degrees. After leaflet insertion assessment, the clip was closed for final arm angle, but the clip would not close more than 50 degrees. The clip was not deployed and was retracted into the steerable guide catheter (sgc) in the inverted position, as it was unable to close. The cds could not be fully retracted into the sgc; therefore, both devices were removed together through the right atrium and to the groin access site. At the access site, a cut down procedure was performed to remove the sgc and clip. The cut down was closed. The procedure continued with a second sgc. Two clips were implanted, reducing mr to grade 2. No additional information was provided.

Event description:
Subsequent to the initial 30-day medwatch report, a user facility medwatch report mw5080372 was received, stating: mitraclip implant was placed per surgery but did not deploy as expected. Required a right common femoral vein cut down and retrieval of the malfunctioning device.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported difficulty removing the clip delivery system (cds) from the steerable guide catheter (sgc) appears to be due to procedural circumstances as the clip was unable to be closed and was retracted into the sgc in the inverted position. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device. User facility (voluntary / mandatory) medwatch report number mw5080372.